Manufacturer narrative:
This report is submitted on july 9, 2018. (B)(4).

Event description:
Per the clinic, the patient's magnet was explanted (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was reported the patient's magnet had extruded prior to explanting the magnet on (B)(6) 2018. Registration number (B)(4). Exemption number (B)(4).